Event description:
During surgery the locking ring would not slide into the groove of the liner. The groove of the liner closed along one side. Surgery was delayed approximately 20 minutes due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.